Manufacturer narrative:
Previous driveline infection reported under MFR report number 2916596-2021-00996 and 2916596-2021-00962.

Event description:
It was reported that the patient had chronic driveline infection and was on chronic antibiotics. The driveline infection was treated with wound vacuum assisted closure (vac). It would most likely remain for a long duration due to depth of the wound. The patient had home nursing for wound vacuum assisted closure changes. The patient was admitted from (B)(6) 2020 to (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.